Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the suction cylinder lacking color, due to wear on the angle wire the bending angle in the up direction did not meet the standard value. Additionally, the plastic distal end cover exhibited a crack, the light guide lens had a crack, the connecting tube showed a wrinkle, and the universal cord displayed a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was an angulation locking malfunction in the evis exera iii gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide a correction, and the legal manufacturer's investigation. H4 has been corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. Occurrence of the event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif-h185 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.